Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a constant tone and blank display. The customer did not recall the blood glucose reading. The insulin pump was not dropped, bumped, or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not corroded or damaged. The display did not return in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone after battery was inserted due to moisture damage on the electronic assembly; moisture damage was also found on the motor assembly; unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.